Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 6/12/2020. H6. Investigation: one photo and one loose 10ml syringe was received and evaluated. It was observed the barrel wall had a small puncture hole in its wall with a lengthwise crack extending from the edge of the hole. The damage was at the level of 3ml grad line but outside the scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9241691 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that a hole was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "there was a hole in the 10cc syringe."

Event description:
It was reported that a hole was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "there was a hole in the 10cc syringe."

Manufacturer narrative:
H.6. Investigation summary : one photo was received and evaluated. The photo depicted a single loose 10ml syringe in a person¿s hand. The barrel wall had a hole in its wall with crack lines around it. The damage was at the level of 6ml grad line but outside the scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9241691 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "there was a hole in the 10cc syringe."